Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the on-site inspection performed by the field service engineer, the failure was located to the o2 gas module. After swapping the o2 gas module for another one, the ventilator passed the pre-use check and showed no faults. It was also found that the lithium battery had expired and needed to be replaced. A quotation for the replacement of the o2 gas module and the lithium battery was offered to the customer, but the customer did not accept it. A picture was provided confirming the reported failure at the reported aware date. The o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The root cause of the reported issue could not be determined by this investigation as the defective o2 gas module was not returned for further investigation. The UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model were required. D1 ¿ brand name - previous brand name: servo-s, corrected brand name: servo-s base unit. D4 ¿ version or model # - previous version or model #: servo-s, corrected version or model #: 6640440.

Event description:
Manufacturer's ref: (B)(4).